Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the display numbers on the external pulse generator were missing sections and were not legible. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the display numbers on the external pulse generator were missing sections and were not legible. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that display numbers were sometimes missing sections and were not legible. Analysis also found the lower case broken, the ring cover missing and two side bail covers broken/missing, the battery release and lead flex cover contaminated, the ring cover screw and two case screws missing, the battery contacts compressed, the ring and one side bail missing, the battery drawer and encoder flex out of specification and the battery drawer o-ring missing. (B)(4).

Manufacturer narrative:
Further analysis was performed on the encoder flex. This analysis found that the encoder flex tail contacts were asymmetrical and the tail end does meet specifications, the flex failed dimensional tolerance.